Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received with the needle exposed and extending to the distal tip of the soft cannula. Investigation found the hard cannula not sitting in the slide retract which had fully retracted. Damage was found on the slide retract where part of the hard cannula would normally sit in.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours the pods needle was found to have not retracted.